Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the interference between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s implantable cardioverter-defibrillator (ICD) devices could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 29mar2021. The heartmate 3 lvas instructions for use (IFU) rev. G and the heartmate 3 patient handbook rev. G are currently available. Section 1 "introduction", section 5 "surgical procedures", and section 6 "patient care and management", warn the user: the heartmate iii pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 additionally warns the user: prior to implanting an implantable cardiac defibrillator (ICD) or implantable pacemaker (ipm) in a heartmate iii patient, the device to be implanted should be placed in close proximity to the pump (approximately 10 cm) and the telemetry verified. If a patient receives a heartmate iii and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. Section b "safety testing and classification" states: the heartmate iii left ventricular assist system has been tested and found to comply with the limits for medical devices to the iec 60601-1-2:2007 medical electrical equipment¿part 1-2: general requirements for basic safety and essential performance¿collateral standard: electromagnetic compatibility. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. The heartmate iii left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by one or more of the following measures: reorient or relocate the equipment. Increase the separation between the equipment. Connect the equipment into an outlet on a circuit different from that to which the other device(s) are connected. Consult the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received an another manufacturer's implantable cardioverter defibrillator (ICD). The ICD interfered with the heartmate 3 device and the ICD was unable to communicate with the programmer of the ICD device. The ICD was changed for another manufacturer's ICD but the same problem occurred. Despite an increase in distance between the 2 devices and centralizing the ICD, no communication was established. An older probe was used without success. There was no option to change the frequency. As of (B)(6) 2021, there was no resolution, the patient was stable, and the situation would be observed.